Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), quality control procedures, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one cmw-14-300-25g was returned for evaluation. There was no biomatter noted on the device. The gram weight on the distal tip of the wire appeared to be pulling away from the coils and the rest of the lip. There were also small, unknown fibers present at the tip. The wire was kinked approximately 3mm from the tip and approximately 15mm from the tip. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states "upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the examination of the returned product, investigation has concluded this event could not be traced to the device but to the patient¿s condition. Reportedly, the target location was a total chronic occlusion, with resistance noted while attempted to cross the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code: dqx. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
A patient (demographics unknown) with history of peripheral artery disease was undergoing an unspecified procedure. While attempting to cross a chronic total occlusion lesion, the tip of an approach cto microwire wire guide started separating from the wire. The physician noted the wire started to separate inside the patient. The tip of the device was still partially connected and was able to be completely removed from the patient. The lesion was difficult to cross and resistance was noted. Mild calcification was reported. The procedure was completed using another device of the same type. No portion of the complaint wire was left in the patient's anatomy. The patient did not experience any adverse effects.